Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was seen in clinic on (B)(6) 2016 for routine visit. Patient reports during this visit that generally has been feeling "weaker" and very tired, even falling asleep in the middle of driveline dressing changes. Patient was afebrile, culture was taken of driveline and came back positive for (B)(6) (which was chronically infected). Patient continues to complain of feeling weak and "not well". On (B)(6) 2016 and (B)(6) 2016, patient was tearful on the phone stating that it is difficult to get off the sofa and attributing it to low blood pressure. On (B)(6) 2016, the nurse practitioner from cardiothoracic (CT) surgery calls patient for condition update and does not feel her symptoms are related to blood pressure or medication, and request patient to come in. Patient was admitted on (B)(6) 2016 and low blood pressure medication was adjusted. Patient was discharged on (B)(6) 2016 feeling nauseous but attributed it to a "greasy breakfast. Patient called on the (B)(6) 2016, again complaining of nausea. Patient went to surgery clinic on (B)(6) 2016 and was admitted. Blood cultures were collected and showed growth of gram positive cocci (ultimately strep mitis). Patient was on intravenous (IV) antibiotics daily, until (B)(6) 2016 when results were final, oral antibiotics were continued. On (B)(6) 2016, antibiotic dose was decreased. Patient was stable and discharged on (B)(6) 2016 with IV antibiotics to continue through (B)(6) 2016. Surgery was consulted as suspected source of infection thought to be odontogenic, no specific area of abscess was seen and no teeth were extracted during her stay, however, several decayed teeth and root tips were noted. Actual source of infection was never positively identified, however dental source seems most likely. Blood cultures from (B)(6) were (B)(6) for growth. This event has been resolved on (B)(6) 2016. Device remains implanted. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. No further patient complications have been reported as a result of this event.